Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the attune revision due to infection. This was the 2nd stage revision. The surgeon said that the previous infection must still have been present despite not growing any bugs on the samples taken at the time. All components were removed. They were all well fixed. Patient had history of infections. Patient had a primary knee done a few years ago (not depuy) which got infected. Patient had a dair which was unsuccessful. A two-stage revision was done and attune revision was implanted in the second stage. Affected side: right.